Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient called in because his cycler fell off of the liberty cart. Patient was connected to the cycler when the cycler fell and was in treatment. Patient stated that there was a lot of physical damage to the back end of the cycler. Patient also mentioned that after the cycler fell, solution started leaking onto the floor. Patient disconnected after the cycler fell. Additional information has been solicited but not made available. No adverse event reported at this time.